Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposure and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The ffb and gib boards and j7 connector were reseated during the service call. The system was tested and found to be working as intended and put back into service. .